Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported that on (B)(6) 2016 customer's adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on that day customer could not recognize people and subsequently lost consciousness, but because the issue with the meter they could not test the customer's glucose so she/he was taken to a hospital. At the hospital customer was diagnosed with hypoglycemia and treated with "glucofai sweet". Customer was also given amaryl (glimepiride) on (B)(6) 2016. There was no report of death or permanent injury associated with this event.